Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant. During the procedure, it was observed that there was suboptimal capture threshold and sensing. Upon repositioning, the helix stretched. Upon removal from the body, the helix became stuck on the protective sleeve of the delivery catheter. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.